Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2009. It was reported that the patient threw a bag over his shoulder and then felt a surge of overstimulation. Diagnostic tests exhibited high impedance readings on all lead contacts. Follow up on the patient found that the lead appeared to be fractured. The physician explanted and replaced the lead on (B)(6) 2011. The facility would not release the explanted lead; therefore, the product will not be returned to the manufacturer for analysis. The patient reported effective stimulation postoperative, and no further patient complications were reported.